Event description:
During a reprogramming session, it was noted that several contacts had high impedances. The physician decided to revise the lead. During the revision, one contact became dislodged. The patient was implanted with a new advanced bionics spinal cord stimulator lead.